Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that although the vitrectomy probes passed the test normally, but they were unable to cut and made strange abnormal noises during vitrectomy surgery. The surgery was completed after replacing it with a probe from another batch. There was no impact to the patient.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. Two opened probes were received, with a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the welded cap and inside the port. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for all functional tests. No abnormal noises were observed. The probe sample was disassembled, and the components inspected. The diaphragm and spacer are all intact. The product was visually inspected and found to be nonconforming with orange/brown foreign material on the welded cap and inside the port. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for all functional tests. No abnormal noises were observed. The probe sample was disassembled, and the components inspected. The diaphragm and spacer are all intact. Top o-ring was damaged with excess material on the inner diameter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria the investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all functional testing. However, a manufacturing related potential contributor factor was identified: excessive material observed in the inner diameter of the o-ring. The returned sample met specifications: however, non-conformance records have been initiated related to the excessive material observed in the inner diameter of the o-ring. A nonconformance investigation was completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).